Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 5 of 5. The home patient (hp) stated she had disconnected in error and got a se 2240 alarm. She reconnected and cycled power off and on to clear the alarm and now had a se 2367 alarm. The baxter technical service representative (tsr) had the hp close all the clamps and they cycled power off and on to clear the alarm. They advised the hp to disconnect aseptically from the machine and let the registered nurse (rn) know about the air detect alarm and that she had disconnected in error. The hp understood and the alarm cleared. They would followup with the rn and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.